Event description:
A consumer reports blurry vision following unilateral multifocal intraocular lens (iol) implant surgery. Consumer stated the ctr of her vision is all blurry and distance is not clear. At 8 weeks post-op, she was tested for retinal problems and the retina was normal. This consumer wore toric contact lenses for 6 yrs prior to cataract surgery and rgp lenses for 35 yrs before that. She stopped wearing her toric contact lenses one week prior to initial testing. Info from the implanting surgeon indicates this pt was referred by an ophthalmologist that has followed this pt for many yrs and was unable to correct her better than 20/25 in contact lenses. The pt's pre-op bcva was 20/60 distance and ucva 20/cf. Approx 2.5 months post-op, bcva was 20/40 distance, near vision j6 and ucva was 20/40.

Manufacturer narrative:
Eval summary: the complaint device remains implanted and is not avail for eval. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product.